Manufacturer narrative:
The sales rep reported that the patient warranted revision surgery due to patient having an infection. Revision surgery occurred on (B)(6) 2024. The initial implanted 6mm poly insert was replaced by the 7mm poly insert that came with the original order. The original surgery date was (B)(6) 2024. The new surgery date was (B)(6) 2024. Incident reported to conformis on 07/22/2024. This reported infection has occurred less than 1 year after the primary implant surgery. According to the sterilization records this sn was sterilized using the lts-v. This sn was sterilized on lts-v batch run# 2932 on 6/12/2024. There were no ncmr's associated with lts-v batch run # 2932. A review of this sn resulted in no non-conformances and would indicate the device was designed and manufactured to specifications. Endotoxin results were also reviewed and did not record any excursions during the period the product was processed through final manufactuing. Infection is a known complication of joint replacement surgery. Based on the available information, cause of infection cannot be conclusively determined to be related to the device. Cannot definitively determine if the device caused or contributed to the failure mode. Fmea-02604 rev ak was reviewed. Infection is a known risk of total knee replacement surgery. The risk of infection is adequately captured within the fmea document. No updates to risk analysis documentation are required at this time.

Event description:
The patient had an infection and used the 7mm poly to replace the existing 6mm insert.original surgery date: (B)(6) 2024.